Manufacturer narrative:
As reported, the marathon catheter was used with a terumo 0.012" guidewire. In the IFU, it states that the catheter can be used with 0.010" or less guidewire. The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.

Event description:
It was reported a marathon catheter was used in an avm treatment with a mirage .008" and terumo .012" guidewires. During catheterization, the best position for injection was extra nidal so glubran (22% of concentration) was chosen. Injection began normally and the avm was embolized with good control of injection without reflux. Then, the glue was visible in the middle cerebral artery (mca) and anterior cerebral artery (aca). Injection was stopped. After removal of the catheter, a leak was found at the proximal location of the catheter. The physician reported the glue passed through the leak, formed a "bubble" (polymerized glue) which was sent into normal territories by the flow. The physician retrieved some glue with a retrieval device from the mca, but not from aca. It was reported the pt had a stroke and presented with bilateral mydriasis. The pt will remain fully dependent.